Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed the pulse generator exhibited ECG/iegm anomalies. It was suspected that the issue could have been contributed to the transmitter. The patient was asymptomatic and would continue to be followed up normally.